Manufacturer narrative:
Correction: device was not rejected at surgery as reported in the previous device analysis report. This report is filed may 30, 2014.

Event description:
Per the clinic, xray imaging (specific date not reported) revealed the electrode array was outside of the cochlea. The device was explanted on (B)(6) 2014 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed may 1, 2014.

Manufacturer narrative:
(B)(4).